Event description:
It was further reported that during the index procedure, an event of hypertension occurred. The patient was treated with medication and the event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4)

Event description:
(B) (4). Same case as : 2134265-2010-02453. It was reported that during a carotid procedure, the patient experienced mild dysphasia. The 99% stenosed target lesion located in the left proximal internal carotid was 12.0mm long with a reference vessel diameter of 8.0mm. During the index, the lesion was treated with a filterwire ez and a placement of a carotid wallstent. Post-dilation was performed. Residual stenosis was 10%. The same day, the patient developed mild dysphasia. No action was taken and the event was resolved without residual effects. The patient was discharged 1 day later.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).